Manufacturer narrative:
Original submission narrative: this MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. The device referenced in this report was not returned for evaluation; however, it was evaluated by the siemens field service engineer on-site and had verified that the device failed to function as it was supposed to. The reported event of device failing to initialize was confirmed. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.

Event description:
Siemens medical solutions USA, inc. Received a medsun mandatory and voluntary report # (B)(4) which states: "intracardiac echo (ice) ultrasound catheter failed to initialize during an emergent pericardiocentesis in the context of left ventricular perforation secondary to pvc ablation. Device was saved and tested by siemens field service engineer. The engineer verified that the catheter failed to initialize." Multiple attempts made to the user facility via email to obtain additional information regarding the reported event were unsuccessful.